Event description:
Asr revision, asr xl, right. Reason(s) for revision : no harm information provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, right, reason(s) for revision : no harm information provided. Update 16 feb 2015 - swapped the manufacturing date and expiry date around on the sleeve as originally entered the wrong way around. (Dr 16.02.15) update - added reason for revision, attached scf, added surgeon, both a resurfacing and xl head have been provided (suspected resurfacing to xl surgery) querying with file handler. Taken from surgeon form dated 25th feb 2015 and claimsuite dated 26th feb 2015 - ab reason(s) for revision: pain, surgeon - dr (B)(6). Update - this is a resurfacing to xl revision. For the 1st revision (B)(4). The resurfacing head has already been accidentally added to this com. As per instructions from (B)(6) I shall leave this head on the com and add the xl head as well. In the additional info I shall detail all of the products revision and implant dates. I have also added additional reason for revision, additional surgeon and additional hospital. Added file handler details. The stem was non-depuy- added non depuy sentence. Taken from email dated 27th feb 2015. Additional reason for revision: metallosis, (B)(6). This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem ( non depuy product: proxy plus hip stem). This is a resurfacing to xl patient. For the resurfacing revision (B)(4).